Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issues could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the contrast ratio was 1:3 hep saline/omni 300 contrast. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported inflation and deflation issues. The investigation determined the reported inflation and deflation issues appear to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.0x12 mm mini trek dilatation catheter was advanced to the moderately tortuous, diffusely disease, very tight lesion, in the proximal left anterior descending (plad) coronary artery. A ratio of 1 part heparinized saline to three parts omni 300 contrast was used in the mini trek. The mini trek was positioned to inflate at the target lesion but there was difficulty with the first inflation. The mini trek was able to hold pressure, but only the proximal end of the mini trek was shown with contrast. The physician advised the cath lab tech to go to nominal pressure then pull negative on the mini trek which successfully deflated it. With the second inflation to nominal pressure, the mini trek inflated normally. Nominal pressure was held for twenty seconds until it was decided to deflate the mini trek, but the mini trek was unable to be deflated. Three attempts were made to deflate the mini trek, but it was unable to be deflated. Since the plad was adjacent to the left main, the physician gently pulled back on the fully inflated mini trek and was able to retract it into the guide catheter and remove it from the patient. Outside the patient, the mini trek remained inflated even after the inflation device was removed. A non-abbott dilatation catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.